Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported a ccds blower motor failure that created smoke. The smoke from the blower motor cannot enter the decontamination chamber as it is external to the ccds. There was no impact to the decontaminated n95 respirators. The blower motor was replaced with a new motor and the unit was returned to service. There was no report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system (ccds) worker reported a blower failure that created smoke. There was no report of injury.